Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital post cardiac arrest and was in the intensive care unit (ICU). Upon interrogation a message was given that the pacemaker's patient was in backup mode. The patient was implanted with a biventricular implantable cardioverter defibrillator (biv ICD) on (B)(6) 2019 with the old system still in the patient. The family mentioned that the patient was not compliant in getting their device checked, so it was unknown how long the device has been in/near elective replacement indicator (eri).